Event description:
A customer reported experiencing a cartridge alarm 20 while the pump was in use, with similar alarms occurring 12 times since (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed the issue and arranged to send a replacement pump with updated software. The customer was informed about the steps for receiving and returning the pump, and was instructed on how to put the current pump into storage mode before sending it back. The customer acknowledged and understood the instructions provided by technical support.